Manufacturer narrative:
Results:bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder (21g x 1.25 in.) Had a connector between the needle and holder separate before blood collection. No medical intervention/injury.